Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on the built-in reader. As a result, customer experienced blurred vision, tremors, felt "stunned" and had loss of consciousness. The customer was unable to self-treat and was in contact with a healthcare professional (hcp) and where an initial sensor scan result of 50 mg/dl was obtained from the hcp meter. The customer treatment with glucagon, glucose serum (i.v.) And glucose ampoule for a diagnosis of hypoglycemia. It was reported after treatment, a blood glucose reading of 150 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on the built-in reader. As a result, customer experienced blurred vision, tremors, felt "stunned" and had loss of consciousness. The customer was unable to self-treat and was in contact with a healthcare professional (hcp) and where an initial sensor scan result of 50 mg/dl was obtained from the hcp meter. The customer treatment with glucagon, glucose serum (i.v.) And glucose ampoule for a diagnosis of hypoglycemia. It was reported after treatment, a blood glucose reading of 150 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on the built-in reader. As a result, customer experienced blurred vision, tremors, felt "stunned" and had loss of consciousness. The customer was unable to self-treat and was in contact with a healthcare professional (hcp) and where an initial sensor scan result of 50 mg/dl was obtained from the hcp meter. The customer treatment with glucagon, glucose serum (i.v.) And glucose ampoule for a diagnosis of hypoglycemia. It was reported after treatment, a blood glucose reading of 150 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.